Event description:
It is reported that the device was implanted in 1998. Post-op, it was noticed that there was 1mm backside polywear. It is unknown if a revision surgery is scheduled.

Manufacturer narrative:
Evaluation summary: the metasul acetabular insert, apr stem, metasul femoral head, and apr shell were not returned for review and no x-rays or pictures were provided. The alleged complaint refers to 1mm backside poly wear for a device that was implanted in 1998. The device remains with the patient. With the information provided, no probable cause could be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.